Event description:
It was reported the procedure was being performed on a female pt in the intensive care unit. The catheter was placed into the pts right internal jugular w/o incident. Two days after placement, the tip of the white lumen came apart as they were attempting to use for infusion. It simply snapped off w/o any unusual force. As a result, the catheter was exchanged for a new one. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add¿l info becomes available.